Manufacturer narrative:
The device was returned for evaluation. The returned sheath was visually examined, and the following was observed: liner fully expanded and tip opened as designed. Distal tip stretching observed. Liner fully circumferentially delaminated 2cm in length, approximately 10cm from the tip. Kink in sheath shaft at delaminated location (approximately 10cm from tip). Due to the nature of the complaints, no applicable functional or dimensional testing was able to be performed. The complaints were confirmed through visual examination. Imagery was provided for review. The provided 3mensio was reviewed, and the following was observed: calcification, tortuosity, and undersized vessel diameters are present in the patients access vessels. The 14f esheath is indicated for use with vessel diameters greater or equal than 5.5mm. The reported events were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during complaint device evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported it was impossible to retract the balloon into the esheath since the balloon was folded. Then, the ds was only partially retracted into the esheath and then the esheath was retrieved first with the ds as a unit. The artery was close as per standard protocol without any need of surgical backup/ cutdown. Per the follow up communication, calcified iliacs, both sides with diameter less than required. Access vessels with mild tortuosity, due to calcification stenosis in both sides, diameter less than required. Out of this CT it is not suitable for 14f esheath was reported. Per review of the provided imagery, calcification, tortuosity, and undersized vessel diameters were present in the access vessels. Per evaluation of the returned device, the liner was fully circumferentially delaminated at 10cm from the tip and kinked at the same location. Vessel tortuosity and calcification can subject the sheath to suboptimal angles which can lead to noncoaxial alignment and increased interaction between the devices. Calcification and undersized vessel diameters can create a constrained condition on the sheath and lead to further friction. This may have contributed to non-coaxial retrieval of the delivery system with burst balloon. In addition, a burst balloon may have a larger profile and get caught on the sheath during the withdrawal attempt, leading to withdrawal difficulty. If excessive manipulation was applied to overcome the withdrawal difficulty, it may result in the observed liner delamination and kink. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (withdrawal of burst/torn balloon, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Event description:
As reported from our affiliates in romania, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the delivery system balloon burst at full inflation. The valve was successfully deployed. Withdrawal difficulties were noted as the balloon was unable to be retracted into the esheath. The devices were withdrawn as a unit with no patient injury. The patient is stable post procedure. The devices were returned for evaluation and as per pre-decontamination observation findings, the esheath shaft was kinked and the liner was circumferentially delaminated at 10cm from the tip.